Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he was symptomatic when his implantable pulse generator (ipg) reached elective replacement indicator (eri). The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.